Event description:
A patient was treated with the icotec pedicle system in a surgery ((B)(6) 2022). During a post-op check, it was detected that four nut screws had loosened. A revision surgery had to be carried out ((B)(6) 2023). During the revision surgery, it was realized that one pedicle screw had broken. The broken pedicle screw was not removed. The loosened nut screws were revised and the broken screw remained in the patient. No additional level was treated.

Manufacturer narrative:
Analysis of the relevant production records did not identify any anomalies that could be a cause of the event. Investigation of historical adverse event data determined that icotec has become aware of one similar event with its pedicle system to date.